Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving an unknown drug via an implantable pump for spinal pain. It was reported that the patient was hospitalized and having magnetic resonance imaging (MRI) of the spine for increased back pain and falls. The healthcare provider (hcp) spoke to the managing physician and there was a concern that there something going with the system. The hcp had no further history.